Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited failure to capture. The atrial lead was explanted and replaced. The patient was instable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece. Electrical testing, x-ray examination and, visual inspection were normal with no anomalies found.